Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers father reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was over 400 mg/dl. The customer's declined troubleshooting. The insulin pump had software error detected alarm. Customer ran self test and verified insulin pump was primed. Customer was able to successfully clear the alarm. The self test passed. Customer stated that they did not used auto mode feature at time of high blood glucose event. The insulin pump will not be returned for analysis.